Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the lead placement difficulty and helix issues. This is a malfunction as this is not the expected outcome from this lead, however, the recurrence of this event is not likely to cause or contribute to death or serious injury. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to helix was not fully retracted after the third repositioning. This rv lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The difficulty allegation was confirmed as the helix mechanism test failed due to the helix housing being clogged with dried bloody or body fluid. Susceptibility of active helix fixation tips becoming clogged with coagulated blood/body fluid is a known risk.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to helix was not fully retracted after the third repositioning. This rv lead was replaced and never in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance issue. This rv lead was replaced and never in service. No adverse patient effects were reported.